Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The three additional graftmaster devices referenced are being filed under separate manufacturer report numbers.

Event description:
It was reported that a perforation occurred in the proximal left anterior descending (lad) coronary artery. Attempts were made to treat the perforation with 4 different graftmaster stents (3.50 x 16 mm, 3.50 x 19 mm, 2.80 x 26 mm and 2.80 x 19 mm); however, none of the stents were able to cross. After the last graftmaster stent delivery system was removed from the anatomy, it was observed that the perforation had sealed itself and no further intervention was needed. The patient was transferred to the telemetry unit. The use of the graftmaster did not cause or contribute to complications or adverse events. No additional information provided.